Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 127 mg/dl at the time of the incident. It was stated that a piece broke off from the top of the reservoir compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instructions. The insulin pump will be returned for analysis.